Event description:
On (B)(6) 2007, I noticed my right breast implant had deflated, by (B)(6) 2009 my right breast implant had failed. In (B)(6) 2009 I had my first set of implants mcghan style 68 (l: no:25-68271 lot kn5412 / r: no.25-68271 lot ks4823). Mammary implant removed and replaced with mentor smooth round moderate plus profile saline style 2000 (l: sn (B)(4) lot 5786658 / r: sn (B)(4)lot 5907255). Shortly after, my health declined. I began to experience chronic fatigue, brain fog, difficulty concentrating, memory loss, muscle pain and weakness, joint pain was diagnosed with fibromyalgia, hair loss, dry skin and hair, weight problems, poor sleep, vertigo, headaches/migraines, skin rashes, ear ringing, heart palpitations, frequent urination, numbness/tingling sensations in upper and lower limbs, anxiety, depression, symptoms of auto-immune diseases such as hashimoto's, cold hands and feet, sore and pain in neck and shoulders and back, slow clearing of common colds, viral infections such as meningitis, and gastrointestinal and digestive issues. I would also like to note, immediately following original implant date of (B)(6) 1998 I began to lactate. I have had multiple visits to the ER and doctor offices. I have had test after test ran over the years trying to determine why I was experiencing all of the above. The above has been devastating to my personal life and professional life. After speaking with my ob and my functional medicine doctor I was determined my breast implants could be the cause of all the above symptoms I was experiencing. I explanted on (B)(6) 2016 and I am amazed at how wonderful I feel 90% of my symptoms noted above have subsided. "Mentor acknowledges connective tissue diseases (ctd) signs, symptoms (many listed above) in their pamphlet; however, they say because no there was no comparison group of similar women without implants it cannot be concluded their implants cause the above. I'm proof that they do". I thought I was going to die. I was in so much pain and bedridden at times. Explanting saved my life.